Event description:
Report 3 of 3 received of a hub separating from the lumen. It was reported that the catheter was in place for 2 days. While the nurse was connecting a cliplock cannula to the safeline injection site, which was threaded onto the hub of one of the lumens, it was reported that the hub separated from the lumen. The nurse immediately clamped the lumen with the slide clamp and then manually knotted the lumen. There was no report of air entering the lumen or bleed back. The unspecified intravenous fluids were then connected to one of the other lumens. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additonal information was provided.